Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, when the sheath was advanced to the ivc, the hub of the hemostasis valve was cracked and blood was leaking. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement. Only the included dilator was inserted into the sheath hemostatic valve.